Manufacturer narrative:
Zoll has received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. In addition, the customer noted a sticky drive shaft. There was no patient involvement.

Manufacturer narrative:
The customer's reported complaint of autopulse displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. During functional testing, user advisory (ua) 45 displayed upon powered on the device, the encoder drive shaft position was not within the normally acceptable range. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, thus confirming the reported complaint. The sticky clutch plate was deburred to address the issue. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the front enclosure was observed damaged. The front enclosure needs a replacement to remedy the issue. Autopulse platform is a reusable device and was manufactured in 2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The device has exceeded its expected service life of 5 years. The customer has denied the repair/service of the autopulse. The device was returned back to the customer in "as is" condition and the platform was marked "not for human use". Review of the archive data indicated user advisory (ua) 45 error messages were recorded on the reported event date. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 5 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse sn (B)(4).